Event description:
The facility reports while transferring the resident from the chair to the commode (a distance of approximately 3 feet), the patient slipped out of the sling onto the floor, hitting their head and left shoulder on the leg of the hoist. The patient was transfered to the hospital by ambulance and was treated for multiple injuries (cut to back, left side of skull requiring five staples, possible fracture to left shoulder, bruising to left shoulder, front and back).